Manufacturer narrative:
Device passed displacement test and self test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the button was sticky. Customer¿s blood glucose level was unknown. Customer reported that down, center and sometime all buttons was unresponsive. Customer declined to troubleshoot. Customer reported that the block mode was active. Scroll bar was not moving with no input. Customer reported that the button was not unresponsive during easy bolus. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.